Event description:
A malfunction was reported on the customer's pump, identified by the malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. To address the issue, technical support arranged to send a replacement pump with updated software to the customer. The customer was instructed to use a backup insulin pump to ensure continuous insulin delivery and to return the malfunctioning pump to tandem using a provided return box and pre-paid label. The customer was informed about setting up the new pump and acknowledged all instructions given by technical support.